Event description:
Pt had a new spare custom 3.5 trach at the bedside. He was due for his trach change today with the new custom trach, but when inflating the cuff to test the balloon, the balloon did not inflate properly. Trach unable to be used, and as there is not yet another 3.5 custom trach available, trach change had to be deferred.